Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instruments being used beyond its useful life.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, a left medial trial bearing and a left lateral trial bearing fractured. The bearings chipped in the patient, however, the patient did not retain any fragments and as the bearings were still usable the surgeon successfully completed the procedure without any significant delay using the chipped bearings.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08555 / 08556).

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. During the procedure, a left medial trial bearing and a left lateral trial bearing fractured.